Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted. When finishing an ablation line on the roof of the left atrium, after isolating the pulmonary veins and blocking the mitral isthmus, the patient became hypotensive and an echocardiogram revealed a pericardial effusion on the anterior side of the heart. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.